Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not on bus. A field service engineer (fse) found that the drawer had a hiccup or tightness when pulling the drawer out. So, the fse reattach the row cable at the drawer controller, pcb, then reattach the retractor cables and the internal pixie bus cable, also pulled the drawer and found that both rear slide bumpers were missing from drawer 5.1, so installed new slide bumpers and then verified the proper operation of the slides afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 5.1 failure and device not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.